Manufacturer narrative:
(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us. No sample will be returned for evaluation.

Event description:
It was reported that when flushing test was performed during insertion, the air bleeding could not be done perfectly at the (B)(6) syringe, 0.3 mm amount of air remained in the syringe. It is unknown if the syringe was removed and if there was another attempt at the procedure. There was no reported delay in treatment. No death or complications occurred to the patient. No medical intervention was needed.